Manufacturer narrative:
Device 25 of 28. Based on the available information, this event is deemed to be a reportable malfunction. Returned sample evaluation: photos associated with this case were received for evaluation. Batch record review: the lot 2l00142 was manufactured on 11/08/2022 convex 2-piece (pc) manufacturing line, with a total of 2,880 market units. Complaint investigator performed a batch record review on 08/17/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1161271 and manufacturing order 1644542. The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: this issue is related to off center issues. The scope of this investigation covers all product family manufactured in convex 2pc line. This complaint has been evaluated for MDR reportability using MDR procedure work instruction. The 30-day MDR reportability decision for this complaint is yes. There was no harm reported with this complaint. The complaint as described has been reviewed and does not represent a threat to public safety and therefore does not warrant a 5-day report to the FDA per 21 cfr part 803. This event is considered systemic based on the increase of complaints reported from 01/jan/2022 to 31/dec/2022, additional eleven (11) harm alert were reported by three different complainants and different period, in addition it was identified a nonconformance report before this investigation process. Based on that, actions will be taken to mitigate the failure mode reported. Refer to the process instruction (pi) and manufacturing lines impacted in this nonconformance below: convex 2pc (pi21-139 convex 2pc wafer sub-assembly machine 2 collaring operations). After 6 methodologies (ms) analysis was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. The investigation has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that he had three market units of precut opening wafers with known lot number where the center holes were off centered. She inspected the wafers and out of thirty (30) wafers, twenty-eight (28) wafers were off-centered. She did not apply any of the wafers so, no leakage was reported. The product was not returned. The photographs depicting the issue were received from the complainant.